Event description:
It was reported that an external blood leak was observed from the return line luer connector of a prismaflex oxiris set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak at the level of the return luer connector due to damage. This component is provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damaged luer connector was determined to be related to supplier product design and manufacturing. A corrective action preventive action record and a change control were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.